Event description:
It was reported that during a hand assisted gastric bypass procedure, the surgeon was performing an anastomosis of the stomach and roux limb. The staple was fired correctly, but when trying to remove the device, the staple was stuck. After moving the stapler in and out and reopening and tightening down the circular was fired only leaving 1/4 of the staple line. The surgeon had to hand sew anastomosis. Additional surgery time was needed. There was no patient consequence.